Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Implanted device remains. Correction: patient was not explanted as previously reported; the patient was implanted in the contralateral ear (B)(6) 2011. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4).